Event description:
Additional information indicates patients ipg had an unknown brown/copper colored substance on and inside the ipg.

Event description:
It was reported that patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026, wherein ipg was explanted, replaced and the ipg pocket was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.